Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that after the sensor was implanted, and while attempting to calibrate, there was no communication between the sensor the hospital unit. All sources of emi were removed with no resolve. The patient was then moved to recovery and a second hospital unit was used with the same results. The vessel is between 7-10 mm and the cm is flat and parallel to the spine. Additional attempts have been made to take readings with no resolve. The patient is continuing to be monitored.